Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was analyzed and revealed battery depletion was indicated/elective replacement indicator (eri). Time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2012, with device rrt of less than or equal to 2.6251 volt. Weekly battery voltage trend data shows min bat of 2.632 to 2.618 volts between (B)(6) 2012. One low battery voltage alert occurred on (B)(6) 2012. Concomitant products: 6935 implantable tachy lead, unknown implantable pacing lead. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and did not meet expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.